Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker expired one day post implant. There were no reported complications at the implant procedure or reported allegations against device functionality.